Event description:
A customer contacted beckman coulter inc., (bec) and reported that upon receipt of a box of substrate solution it was discovered that one of the bottle had leaked into the box due to a loose cap. The customer stated that the box material had absorbed the substrate. There was no leak outside of the box and no one came into contact with the substrate material. The customer was wearing the proper personal protective equipment (ppe). The customer did not report any user injury or medical intervention in association to this event.

Manufacturer narrative:
A customer technical service (cts) ordered replacement. A definitive root cause has not been determined to date for this event. (B)(4).